Event description:
During use of the device for a non-clinical activity, the field service manager reported that the batteries are not holding a charge or the batteries were dead. The charging gauge shows the battery having power but the power was depleted prematurely. Since these events occurred during a non-clinical activity, there was no pt involvement. Investigation in process, but not yet completed.